Event description:
This report was received from an infection control nurse calling on behalf of a surgeon for sterility info concerning sterile sponge. The surgeon had two pt's who developed postoperative wound infections at the graft site following use with sponge. This pt's graft site was cultured and staph aureus found. The pt was taken back to surgery for debridement. The nurse believed it was unlikely that the sponge was the cause of the infections because the strain of staph aureus was different in both pt's add'l info is being received specific to this pt's reported event, treatment, and outcome as well as other info requested on this form.